Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown other/non-product experience. Additional information obtained from the field which indicated that the lead exhibited sensing issue with no inhibition of pacing. The r waves were small for whatever reason. No additional adverse patient effects were reported.